Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient underwent revision (date not reported) in order to debride the skin at the abutment site and to have a longer abutment placed due to skin overgrowth.